Manufacturer narrative:
Concomitant product: product ID: 8709, lot# l60025, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Event description:
It was reported that in 2006, there was an inflammatory mass at the tip of the catheter. A catheter revision was performed and showed coiled tubing. This was replaced. The drugs delivered via the device system were clonidine and morphine. Additional information regarding the patient outcome was requested. If additional information is obtained, a follow-up report will be submitted. There was additional information reported that was not relevant to this event and therefore was omitted.